Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6. Corrected fields: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) years since the subject device was manufactured. The legal manufacturer confirmed that the customer's reprocessing steps were in accordance with the instructions for use. Based on the results of the investigation, foreign material was possibly simethicone from the obtained information. It was confirmed that the foreign material remained in the air/water channel. There was no physical damage to the location of the foreign material. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in cf-190 series operation manual, chapter 3 preparation and inspection. Instructions for use states that preventive measure in cf-190 series reprocessing manual, chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope's air and water tubes had foreign material inside them. There were no reports of patient involvement.